Event description:
The patient reported blood glucose results of 170 mg/dl with a lifescan meter and 133 mg/dl on a laboratory device, performed between 21 to 30 minutes apart. Between the tests there was no intervention that would be expected to change the blood glucose. The patient also reported an hba1c test result of 6.5%. The customer care representative walked the patient through two consecutive control solution tests and the results fell above the expected range. The meter, test strips, and control solution were replaced.